Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. An unable to proceed error screen annunciated after attempting to complete a leadscrew rewind. No alerts were annunciated after multiple attempts. The device was opened and one of the gears on the drive train was difficult to rotate. The cause for the issue was a faulty stepped pinion gear on the drive train.

Event description:
It was reported that the user received an ¿unavailable to process, please check alerts¿ message while attempting to change supplies and fill tubing, and the issue persisted after an ilet restart, software update, and a dry run without supplies, indicating a device malfunction during infusion set change. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the ilet to restore therapy. Investigation included guided troubleshooting steps with restart, software update verification, and a dry-run procedure. Investigation of this case revealed a persistent device malfunction consistent with a pump processing or alarm fault that prevented the fill procedure from proceeding. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.